Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk - plates: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a removal surgery due to poor fixation of fns implants. It was unknown if the removal surgery completed successfully. On (B)(6) 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture with fns implants. The surgery was completed with no problem. No further information is available. This complaint involves four (4) devices. This report is for (1) unk - plates: fns. This is report 2 of 4 for complaint (B)(4).

Event description:
Updated event description: device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture with femoral neck system (fns) implants. The surgery was completed with no problem. After the surgery, when another surgeon checked the x-ray, the surgeon was concerned that the length of the bolt might be a little short. After that, it was reported that fns implants would be removed due to poor fixation and bha surgery would be performed. No further information is available. This report is for (1) unk - plates: fns. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.